Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 540 mg/dl. She stated that she could not read the meter in the language in which it appeared. She stated that she did not know whether her insulin was bad due to an incident she had had years ago in an emergency room. She treated her high blood glucose based on her insulin pump's suggestion. She advised that she had not calculated the chips she had eaten when she input information into the insulin pump, which led to her high blood glucose. She was advised to go to the emergency room if her blood glucose did not lower. She stated that she would check her blood glucose after one hour to see if they had lowered.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.